Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-04303, 0001822565-2018-04305. Concomitant medical products: lps flex femoral component-option for cemented use only nitrogen hardened size f right, item# 00596801652, lot# 63597351. Articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height, item# 00596204010, lot# 63615052. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent and initial arthroplasty. Subsequently, the patient was revised due to infection. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. DHR was reviewed for deviations and / or anomalies with no relevant deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.